Event description:
Customer calling concern with the meter giving erratic result. Check memory for previous results. On (B)(6): 11:43 am, 107 mg/dl; (B)(6): 9:00 pm, 93 mg/dl; (B)(6), 8:59 pm, 142 mg/dl; (B)(6), 6:41 pm, 95 mg/dl; (B)(6), 1:46 pm 102 mg/dl. Run back to back blood test 141/137. Customer is storing the strips in her bedroom. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user did not understand what erratic was. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).